Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient reported experiencing erratic blood glucose (bg) excursion ranging from 30 mg/dl to "high" (> 600mg/dl) in the past (B)(6) weeks. The patient claimed she obtained high reading on the morning of (B)(6) 2012. It is not known if the patient obtained high message on any other date. The patient claimed she does not have any signs/symptoms for low bg, but has a dexcom which usually alerts her that her bg is low. The patient stated she's felt dizzy when she's tested high. The patient reported that she has been able to treat the low bg's herself with orange juice and confirmed she has not required the assistance of anyone. She also reported that she has treated the high bg's via the pump and confirmed her bg comes down accordingly. The patient mentioned that (B)(6) weeks prior, she saw her doctor and her hcp increased her insulin doses and since then has noticed that with every high bg correction made via the pump, her bg drops into the 40 to 50 mg/dl range. Animas customer support advised the patient to contact her hcp and advise him of the lows that were occurring. At the time of troubleshooting, the subject pump was reviewed. All pump settings were confirmed to be correct. Alarm history did not reveal any occlusions; however, multiple loss of prime alarms were noted. The patient stated she had been obtaining the loss of primes for past (B)(6) weeks and always with basal delivery. The patient was able to prime and perform an air bolus successfully. The patient denied any issues with infusion set or sites. She confirmed that both the cartridges and infusion sets were within their expiration date. Customer support noted that pump's bolus history showed that boluses were being delivered and completed. This complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/05/2012. The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: no defect was found. A 29 hour flow accuracy test was performed; the pump passed and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected the user's programmed basal rates.